Event description:
It was reported that the patient's device was explanted due to extrusion. The patient's c1 device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.